Event description:
It was reported that the insulin pump alarmed during manual prime process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to a loose drive support disk. The insulin pump had missing a end cap sticker.